Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter tip was fractured. During a radiofrequency ablation procedure to treat atrial arrhythmia in the left atrium, a dynamic tip electrode catheter was used. When attempting to insert the catheter, it was observed that the tip was fractured. Another dynamic tip electrode catheter was used to complete the procedure. There were no patient complications reported as a result of this event and the patient's condition was stable following the procedure. The device is expected to be returned for analysis.

Event description:
It was reported that the catheter tip was fractured. During a radiofrequency ablation procedure to treat atrial arrhythmia in the left atrium, a dynamic tip electrode catheter was used. When attempting to insert the catheter, it was observed that the tip was fractured. Another dynamic tip electrode catheter was used to complete the procedure. There were no patient complications reported as a result of this event and the patient's condition was stable following the procedure. The device has been received and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this dynamic tip electrode catheter was visually inspected, and it was found that the plunger was broken. Product analysis did not confirm the reported event of tip damaged/defective. The investigation concluded that the device problem of tip damaged/defective was excluded, as the findings indicate that there was no problem with the tip of the device. Additionally, an investigation to address the observed event of broken plunger is in progress.